Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2017-00775. This report is associated with MFR report number: 3005168196-2017-00774.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 7.0 and 74.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first and second smart coils revealed that both embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub of the microcatheter prior to advancement, damage such as this may occur. During the functional analysis both smart coils could not be advanced through demonstration microcatheter. The offset coil windings likely contributed to the resistance experienced during advancement. Further evaluation of the both smart coils also revealed that the pusher assemblies were kinked. These kinks were likely incidental and may have occurred while packaging the devices for returned. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00774.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00774.

Event description:
The patient was undergoing a coil embolization procedure to treat a spinal tumor using penumbra smart coils (smart coils). During the procedure, while attempting to advance two smart coils through a non-penumbra microcatheter, the physician experienced resistance; therefore, the smart coils were removed. The procedure was successfully completed using additional smart coils and the same microcatheter. It was reported that the smart coils seemed to be buckling on themselves. There was no report of an adverse effect to the patient.